Event description:
A customer called and indicated that their glucometer elite system is reading approximately 100 mg/dl higher that their physician's system (method unknown). A recent example is the elite reading 286 mg/dl while their physician's system gave a result of 185 mg/dl. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was learned that the customer was using excel off brand reagent strips. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Bayer supported supplies were provided to the customer. The complaint is considered closed for purposes of MDR.